Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was concerned about how often she had to charge the implant. The patient stated she was told the implant would have a much longer life meaning she wouldn¿t need to charge as often. The patient noted that she would go from 100% to way past 0 in less than 12 hours, around 10 hours. The patient explained she couldn¿t go the whole night without charging and had to charge 2-3 times a day. The patient was directed to follow-up with the healthcare provider to run charging statistics and discuss programming if desired. It was reviewed that how often the implant needs to be charged is dependent on the usage and settings. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the patient needing to charge 2-3 times a day was that from the time they started it was not programmed correctly. The steps taken to resolve was the patient changed programming. The patient met with the manufacturer's representative multiple times. The patient stated that the issue has resolved and the device has been great.